Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open wedge distal tuberosity osteotomy with the locking screws in question for the tibia. The surgery was completed successfully without any surgical delay. Two weeks after the surgery, the patient had 30% loading. Three weeks after the surgery, the patient had full loading. On (B)(6) 2022, it was confirmed that bone healing was not achieved, and it was also confirmed that the four locking screws were broken from the screwhead part. In addition, the patient was infected. Therefore, a revision surgery was scheduled on (B)(6) 2022. The implants were removed, and debridement was performed. The patient was reported as stable after the revision surgery. This report involves one (1) tomofixtibheadpl anatom med prox le he 4. This is report 5 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Therapy date (B)(6) 2022. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tomofixtibheadpl anatom med prox le he 4 was found 5 screws heads stuck on the insertion holes. No other defect was found. A dimensional inspection for the tomofixtibheadpl anatom med prox le he 4 was unable to be performed due to post manufactured damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tomofixtibheadpl anatom med prox le he 4 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a. Device history lot a manufacturing record evaluation was performed for the finished device (part # 440.837s lot # 567p117). There was one nonconformance for this lot due to missing measurement. This deviation has been corrected. All measurements are within specification. Therefore, an impact on product regarding this nonconformance can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.